Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 34 mg/dl and 188 mg/dl. The customer was assisted with troubleshooting. Customer stated that they did received sensor updating and calibration not accepted alert. Customer stated that they was not able to capture the treatment of the low blood glucose. The insulin pump will not be returned for analysis.